Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Attempts to obtain additional information were unsuccessful.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately three months after device system implanted. Additional information obtained indicated a device check one month post implant noted normal device function. The cause of death has been requested will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found.

Event description:
(B)(4).